Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sore at the battery sire and in the right side of their hip and the soreness resonates to the middle of their back. The patient saw their general doctor and were told to use tylenol and ibuprofen. The patient that the pain began about two years ago, but it was exacerbated when the patient fell from a wheelchair in (B)(6) 2019. The patient reported that they have not seen a healthcare provider about the issue yet. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.